Manufacturer narrative:
Submit date: 11/3/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports blood leakage was found at the venous port of the catheter during dialysis treatment for the patient.

Manufacturer narrative:
A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. Sample was received for analysis and investigation. The catheter came inside a generic plastic bag and did not present signs of use and the venous (blue) adapter was detached from the extension and it was not presented in the returned sample however the arterial (red) adapter came with the catheter and a crack was observed. Additionally the sample was returned with 2 dilators (10 and 12), an introducer needle and a guide wire. The crack in the arterial (red) adapter was located in the thread pitch area at 270 degrees from the injection point. The arterial adapter showed marks that suggest use of some kind of instrument. The instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. Based on the available information, it can be concluded that the product was manufactured according to specifications and that the adapter was more likely damaged during use. The evidence provided is not enough to relate this event to the manufacturing operations. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.